Manufacturer narrative:
Lot #, expiration date, manufacture date: a lot number was not provided. Without a lot number, expiration and manufacture dates could not be determined. Multiple studies are regularly conducted that have demonstrated appropriate device biocompatibility and safety performance criteria when the device is used appropriately on humans. In addition to ensuring biocompatibility and safety performance, 3m closely monitors its manufacturing, controlling the release and functional characteristics of these medical devices. Skin injury to adhesive products can also be attributed to improper application or removal of the product. This consumer reported he had a smaller size tegaderm dressing applied to his leg and no reaction/skin injury occurred in that location.

Event description:
A consumer reported a physician applied a 1629 tegaderm¿ transparent film dressing during his follow-up appointment. The dressing was reportedly applied to his back, over his spinal stimulator implant incision. The consumer reported he experienced itching and a rash 1.5 days following the dressing application. His wife reportedly removed the dressing and skin removal occurred in some areas near the lower portion of where the dressing had been applied. The consumer was seen by his physician and was treated with an rx for methylprednisolone (4mg) (oral dose pack). The consumer was also instructed to use an otc ointment described as a thick paste. The consumer reported the open areas were healing, but still tender.